Event description:
Fmc canada complaint received for eval. Stated complaint is "blood leak" internal. Blood loss reported as 250cc. No further info is available. There were no reports of pt injury or illness and no medical intervention was reported. Actual complaint sample could not be saved, three companion samples are available for eval. MDR to be filed based on blood loss reported.